Event description:
It was reported that the device was showing all three icons (attention, service, and charge-pak), which is an indication that the device may not have sufficient power to be used on a patient. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). The customer has advised physio-control that they have decided to replace this device and retire the malfunctioning device from service, due to the age. This device will not be returned to physio-control for evaluation. The cause of the reported failure could not be determined.